Event description:
On (B)(6) 2022 a female patient received revanesse versa+ into her nasolabial folds and experienced a rash post injection. The injector and the clinic has been contacted several times via the email address provided in the initial communication for more information regarding the adverse event, however no response has been received. The qa department at prollenium medical technologies will continue the investigation. Internal complaint number: (B)(4).